Event description:
It was reported that a valve was implanted in a pt that was diagnosed with hydrocephalus 10 years prior to this procedure. During the surgical procedure, after having positioned the valve and the ventricular catheter, controlling the function of the valve, the physician found that it did not drain spontaneously, but pumped continuously. The physician removed the valve, he controlled it again and found that the valve only worked when exercising a light continuous pressure. The control was kept for about an hour. The physician made the decision to replace the lpv valve with a competitors valve.

Manufacturer narrative:
Flow test and closing pressure test were performed on the valve. Response: visual examination showed unit was not received in its original package. A flow test on the unit performed in which water is injected through the valve and easily passed throughout the valve which indicates valve drains properly. Also a closing pressure test on the valve was performed per instructions on data sheet and the following results were obtained: 87, 76 and 72mm h2o. Specifications for medium std lpv is 51 - 110mm h2o, which indicates that the valve is within pressure specifications. Based on the above test results co is not able to confirm customer's statement.